Event description:
It was reported that the patient had a model 8159118 high pressure resistant PICC placed on (B)(6) 2025, and after successful placement, stubble was found on the guidewire inside the catheter when it was removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of stubble on the stylet is confirmed; however, the exact cause is unknown. Two photographs of a stylet were returned for evaluation. An initial visual observation of the photographs showed white flecked debris on the stylet. The material on the wire appeared visually consistent with delaminated hydrophilic coating. However, the photos did not provide sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown. No use residues were observed on the sample in the returned photographs. No damage could be seen on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.